Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 8. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, bleeding and abscess. No further patient complications were reported.